Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector leaked, leading to air getting in the line. This occurred during infusion of fluids and antibiotics. The device was being used with an unknown triple lumen catheter. The reporter indicated that no visible issues were observed with the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, clear passage, and pressure testing were performed and the device operated within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.